Event description:
It was reported that bd phaseal¿ secondary set c61 had foreign matter. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation: DHR review was performed and no ncr were reported during production of this product. From the returned sample it could not be confirmed that the particle found comes from the membrane. The particle seems too big to belong to the membrane and no defect is shown in connector membrane. The particle could not be determined to come from the assembly process. The root cause could not be determined.

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is not registered with the FDA. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd phaseal¿ secondary set c61 had foreign matter. No serious injury or medical intervention was reported.